Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/23/2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, global transmitter final functional test and the data file was reviewed. The complaint was not confirmed because the reported allegation was not found. The probable cause could not be determined post investigation.